Event description:
The customer reported the generation erroneous erratic patient results for Ion Selective Electrode (ISE) which includes Sodium (NA), Potassium (K) and Chloride (CL) with low anion gaps on their DxC 700 AU Clinical Chemistry Analyzer.

Manufacturer narrative:
A Beckman Coulter Field Service Engineer (FSE) was dispatched to the customer site to evaluate the DxC 700 AU Chemistry Analyzer. The FSE inspected the analyzer and determined multiple hardware parts malfunctioned. The FSE replaced the degasser, sample/wash dispenser, reagent syringe and sample syringe which resolved the issue.Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The FSE performed system verification successfully without further issues. The system returned to normal operation.Section A2, A4, and A5: Information not provided by customer.The Beckman Coulter Identifier is (b)(4).